Event description:
It was reported that a patient underwent a thermal endometrial ablation in the physician's office in 2008. The procedure was completed; however, the patient experienced peri-operative and post-operative pain. The patient was admitted to the hospital. No further information is available at this time.

Manufacturer narrative:
Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.